Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the foreign material clogged in the auxiliary water channel. There was no report of deformation or damage to the water channel, nor was there confirmation of any deviation from the instructions for use regarding reprocessing and handling of the device at the user facility. Therefore, no further cause for the suggested phenomenon could be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Service repair technical report (ter) form noted the costumer claims that they dried the scope in normal conditions and for cds they used the chemicals named ipc 231 and sterimed cold sterilant. Device evaluation and inspection found leak from plug unit connector and connector was noted cracked .the customer reported issue was confirmed. Further inspection noted the jet channel was clogged, service repair noted the auxiliary channel seems to be clogged with some kind of white glue. It was noted that likely, the reason for this, is that after procedure the j-channel was not cleaned and the substance used in the procedure has solidified and clogged the channel. Furthermore ,it was noted angulation is low and the a-rubber glue (bending manipulation insertion section) was separated. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported a connector air leakage found during pre inspection. According to the reporter, the leak appear when used one of the system ( disinfector, cv-1500 connector). There was no patient involvement on this event. No user injury reported. Device evaluation found the device jet channel found clogged. This report is being submitted for clogged jet channel observed during device evaluation.